Event description:
The customer reported that her blood glucose reached 26.0 mmol/l (468 mg/dl) less than 24 hours after the pod was activated and she noticed the cannula was out of her skin. There was wetness on the adhesive pad and she could smell insulin.

Manufacturer narrative:
The product was not returned for evaluation. The customer reported that the cannula dislodged from the infusion site, a condition which could interrupt insulin delivery and contribute to hyperglycemia. Qualification records were reviewed and the product lot met all acceptance criteria.